Event description:
Boston scientific received information that the patient's tachy lead was explanted due to patient condition (sepsis). The patient was septic and was admitted to the hospital after the procedure due to unstable condition. There were no specific allegations against the lead. The lead was out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested of the field representative, should any further information become available, this report will be updated. According to field representative's reply, there were no accusations of the products that may have resulted in a neither sepsis nor pocket infection. The patient was septic and was admitted to the hospital after the procedure due to very unstable condition. The device site looked normal with no redness or swelling. The device was kept and what was left of the leads after the laser lead extraction for pathological analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.